Manufacturer narrative:
Updated sections: b4, g4, g7, h2, h3, h6, h10. Corrected section: h1 - 'type of reportable event' changed from malfunction to serious injury. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The returned sheath was not a maquet sheath. The extender tubing was also returned. Two kinks were found on the catheter tubing approximately 63.5cm and 76.2cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, sheath seal, extracorporeal and extender tubing was performed and no leaks were detected. The reported leak cannot be confirmed by the evaluation. We were unable to confirm the reported iab migration because we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported that after two days of intra-aortic balloon(iab) therapy, bleeding was observed around the hemostasis valve of the competitor¿s sheath. The doctor confirmed the balloon was pulled towards the front. When the device was checked visually, the connection between the universal sheath seal of the reported balloon catheter and the hemostasis valve of the competitor¿s sheath was loose. When the balloon was re-inserted into the hemostasis valve of the sheath and the connection between both the devices were secured, bleeding stopped. The patient had been in stable condition although the hemorrhage volume was noted to be 500cc. Intra-aortic balloon pump(iabp) therapy was completed.

Event description:
It was reported that after two days of intra-aortic balloon(iab) therapy, bleeding was observed around the hemostasis valve of the competitor¿s sheath. The doctor confirmed the balloon was pulled towards the front. When the device was checked visually, the connection between the universal sheath seal of the reported balloon catheter and the hemostasis valve of the competitor¿s sheath was loose. When the balloon was re-inserted into the hemostasis valve of the sheath and the connection between both the devices were secured, bleeding stopped. The patient had been in stable condition although the hemorrhage volume was noted to be 500cc. Intra-aortic balloon pump(iabp) therapy was completed.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. Complaint record # (B)(4).

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported that after two days of intra-aortic balloon (iab) therapy, bleeding was observed around the hemostasis valve of the competitor¿s sheath. The doctor confirmed the balloon was pulled towards the front. When the device was checked visually, the connection between the universal sheath seal of the reported balloon catheter and the hemostasis valve of the competitor¿s sheath was loose. When the balloon was re-inserted into the hemostasis valve of the sheath and the connection between both the devices were secured, bleeding stopped. The patient had been in stable condition although the hemorrhage volume was noted to be 500cc. Intra-aortic balloon pump(iabp) therapy was completed.